Event description:
A customer reported that during two separate surgeries, a system message displayed and the patient's eye became soft. The infusion pressure was raised, but the eye remained soft. The message was cleared and the case was able to be completed without further incident. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).